Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. It was observed that the display aligned properly. The pump powered up with the appropriate audible and vibratory features. Unrelated to the reported misaligned display issue, the display screen was found to have cracked. The cracked display was replaced with a test display and it functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (misaligned) issue. Reportedly, the display was misaligned since (B)(6) 2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.